Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast reconstruction revision with a 450cc mentor memorygel breast implant experienced right sided rupture post procedure. The rupture was diagnosed through magnetic resonance imaging. As a result, an explant is planned for (B)(6) 2020.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 19, 2020. Additional information was received on june 30, 2020. The device was explanted on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on july 1, 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed in the posterior view consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 2.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 3, 2020. Device evaluation summary: during the visual evaluation, an anomaly was observed on the posterior view on the device consistent with a crease/fold. A tear was also observed within the crease/fold, measuring approximately 2.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of the gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture at a later time. Breast implants may also simply wear out over time. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patients weight has been obtained an populated in a4. In addition to the rupture reported initially, hematoma and baker grade iii capsular contracture were noted. This was accompanied by burning sensation in the right breast, swelling, and hardening. Additionally, left sided ptosis was noted. See 1645337-2020-08841, for the left sided prosthesis report. This report relates to the right prosthesis. When the devices were explanted, bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed. Manufacturer¿s reference number: (B)(4).